Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump wasn't responding. She removed the battery and the device alarmed battery out limit. She inserted a new battery and the device alarmed battery out limit, a number six was displayed and the screen went blank. Customer's blood glucose was 107 mg/dl. Troubleshooting for other issues wasn't performed due to the keypad anomaly. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. No display anomaly or frozen screen during testing. The insulin pump had an unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked case at reservoir tube window corner.